Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image with communication error was not confirmed. In addition, the insertion tube was leaking. Plastic distal end cover had chips. The bending section cover was stretched. The bending section cover glue was cracked. Light guide lens had scratches. Insertion tube had cut/scratches. Plastic distal end cover was detached. The electrical continuity had no reading. Charge coupled device shrink tube was cut. Insertion tube insulation failed due to cuts in insertion tube. There was a low angulation. The radio frequency identification and product labeling were peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii bronchovideoscope displayed no image with a communication error during preparation for use. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the leakage occurred and water invaded the device while the user was handling the device which led to abnormality of electronic parts. As a result, the suggested event occurred temporarily. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.